Event description:
During a bariatric procedure, the device partially fired, leaving a partial row of staples. It did not cut. Another device was used and during the first firing of this device, the handle broke off. Another device was opened. The case was extended at least another hour as a result of the device failures.